Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was confirmed. Additionally, it was determined that differences between sensor reading and bg values were more than 100mg/dl. No injury or medical intervention was reported. The reported glucose values fall within the d zone of the parkes error grid.